Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high threshold and r wave amplitude variation. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.